Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Event occurred in pediatric unit.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿blood spilling from connection site despite being fully connected occurred 3-4 times in peds ed" an incomplete date of event of (B)(6) 2019 was provided.